Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407645 lead implanted: (B)(6) 2012; 693565 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented approximately two and a half months post-generator replacement procedure with use of an antibacterial absorbable envelope. The skin above the cardiac resynchronization therapy defibrillator (crt-d) was red, purple, swollen, painful, warm to the touch with possible abscess, with redness extending around the device towards the neck, and the patient had a fever. The patient was admitted for administration of intravenous antibiotics. The patient was transferred to a higher care facility the following week. The system was removed due to pocket infection. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.